Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the subject device lot. The review showed that no ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a lisfranc open reduction internal fixation on (B)(6) 2016, the double drill sleeve (tissue protector) broke in the surgeon's hand. The surgeon was able to hold onto the broken piece, therefore, no fragment was left inside the patient and no x-ray was needed. The other half of the broken piece was placed back into the set, but could not be located after it was washed in the sterilization process department. There was no surgical delay or patient harm. The procedure was completed without further complications. This is report number 1 of 1 for com-(B)(4).

Manufacturer narrative:
A product investigation was completed: this complaint is confirmed, as the returned device was received missing one end of the drill guide. The sheared off end was not returned for evaluation. A visual inspection under 5x magnification, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. A definitive root cause was unable to be determined. However, the complaint condition was most likely caused by cumulative wear or excessive force. It is not likely that the design of the device contributed to this complaint. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The relevant drawings were reviewed during this evaluation. No product design issues or discrepancies were observed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.